Event description:
The customer had blood work at his doctor's office and the reading was 483mg/dl. The doctor sent the customer to the ER where he was given IV fluids and 29 units of insulin. An hour later on the contour next link his reading was 467, so was given another 27 units of insulin. The doctor had the insulin pump suspended and used a sliding scale. After 2-3 days the blood glucose dropped to approximately 238mg/dl and the customer was put back on the insulin pump. The contour next link gave a blood glucose reading of 417mg/dl. That evening at 11:40pm the blood glucose dropped to 54mg/dl on the meter, and 46mg/dl on the hospital meter. The customer had hypoglycemic symptoms and was given peanut butter and jelly sandwiches and orange juice. His blood glucose rose to 100-102mg/dl. He was discharged the following day. The customer was asked to return the test strips for evaluation. New strips and meter were sent to him.